Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the 90% stenosed, heavily calcified, moderately tortuous mid right coronary artery (rca). The 3.5x48 mm xience skypoint stent delivery system (sds) failed to cross the lesion due to the anatomy although a guide catheter extension was used. There was resistance noted with the anatomy during removal. A drug coated balloon was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.